Manufacturer narrative:
Evaluated one random opened/used partial sensor and performed continuity resistance test and sensor failed per specifications. Also, found remaining sensor with cannula bent inside sensor base, unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor was not communicating with transmitter. Customer's blood glucose was unknown. Customer reported that sensor cannula was shorter and appeared to be damaged. Customer was advised that sensor would be replaced.